Manufacturer narrative:
On 17 nov 2017 the medical affairs made the following analysis: hip revision surgery 11 years after primary total hip arthroplasty in a (B)(6) year old man. The single radiographic image provided shows signs of loosening around the stem. Aseptic loosening is a possible, literature described adverse event after cementless hip arthroplasty and reasons are often unknown. In this case, it is reported a traumatic event occurred during the first months after implantation that may have contributed. Micromovements in the early phase of bone remodelling and adhesion to the implant may compromise long term survival of the stem. However, the real cause of this failure cannot be determined. Batch review performed on 30 november 2017: lot 051857: (B)(4) items manufactured and released on 28 february 2006. Expiration date: 2010-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to quadra-h aseptic loosening 11 years after primary. Patient had a fall in 2006 (primary surgery year) and the surgeon suspected it might be the reason for the loosening. The surgeon revised the ceramic head and the stem successfully.